Event description:
It was reported that the user sought guidance to improve ilet pump performance, and review of device portal logs indicated frequent announcement of dinner meals as ¿less than,¿ which can interfere with automated insulin dosing adaptation, and episodes of likely over-treatment in response to low-glucose alerts. Symptoms included hypoglycemia reaching 56 mg/dl and hyperglycemia reaching 290 mg/dl. Outcomes included user counseling on correct meal-size announcements and appropriate treatment of hypoglycemia using oral glucose as needed. Investigation included technical review of usage data and troubleshooting education with the user. Investigation of this case revealed user-related factors, including under-announcing meal size and excessive carbohydrate intake when treating lows, contributing to suboptimal algorithm performance. It was concluded that the device functioned as designed and that optimization requires accurate meal announcements and measured treatment of low glucose.